Event description:
When tightening the capture screw of the glenosphere, the t-20 driver broke off. Slight delay and change to ratchet handle to lock capture screw

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Correction d4 lot, d9/h3. The reported event that could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
When tightening the capture screw of the glenosphere, the t-20 driver broke off. Slight delay and change to ratchet handle to lock capture screw,